Manufacturer narrative:
The reported viperwire guide wire and orbital atherectomy device (oad) were received at csi for analysis. Visual examination of the guide wire revealed the spring tip and proximal solder bond to be lodged in the driveshaft and tip bushing area. The spring tip section was destructively removed from the driveshaft crown and tip bushing, and was revealed to be fractured. There were no issues observed with the driveshaft, crown or handle assembly of the oad. Scanning electron microscopy analysis of the proximal solder bond and coil section that was engaged in the tip bushing revealed rotational surface damage on the coil. The coil exhibited torsional stresses and shear dimples. The oad was tested for functionality and tested on all speeds without any issues observed. At the conclusion of the device analysis, the reported event that the guide wire fractured and became lodged into the tip of the oad was confirmed. The root cause was determined to be the oad making contact with the spring tip, which happened as a result of user error, as the spring tip showed evidence that it was pulled into the spinning driveshaft crown and tip bushing area. The instructions for use of the diamondback 360 coronary orbital atherectomy device states "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi #(B)(4).

Event description:
A viperwire advance flex tip guide wire and orbital atherectomy device(oad) were inserted into the sheath, and it was determined that additional support was needed. The guide wire and oad were pulled back into a guide catheter. The guide wire was removed from the rear strain relief of the oad, and the spring tip of the guide wire fractured. The fragment appeared lodged into the tip of the oad, and fluoroscopy did not reveal any fragments in vivo. The procedure was completed with a new guide wire and oad, and the patient was reportedly well.